Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported tower 240v. Review of the field service notes shows that the system was checked and the endoscope was found to be faulty. Preliminary review of the logs noted an error code indicating an operating room team interface (orti) screen freeze. Evaluation of the device data indicates an error code indicating an operating room team interface (orti) screen freeze. Additionally, error codes ¿endoscope disconnected while inserted error¿, ¿endoscope failure to communicate¿ and ¿image fault - sc scaler signal loss¿ were triggered. Review of the provided video found that it shows the orti screen flickering multiple times. Further evaluation of the reported tower 240v is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the endoscope image was flickering on the operating room team interface (orti) and on all the screens when using the 0-degree endoscope. Additionally, half of the orti display went blank. The team restarted the storz endoscope system and connected the optic with and without an adapter, but there was no improvement. The 0-degree endoscope was replaced with a 30-degree device, which worked and resolved the issue. There was no patient injury.